Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose of 35 mg/dl. They had a low blood glucose and was unconscious for 45 minutes. The customer¿s blood glucose during the incident was 30 mg/dl. They treated with food. The customer's blood glucose was 366 mg/dl at the time of call. The customer stated that they were wearing the insulin pump at the time of hospitalization. Troubleshooting was performed on the insulin pump. The customer stated that they believed that the insulin pump was over delivering. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.